Manufacturer narrative:
(B)(4). A printed circuit board (pcb) was returned for investigation. Visual inspection found no anomalies. Performance tests were performed by installing the returned component into a test unit, which was powered up multiple times without any issues observed. The unit was also allowed to run multiple times, without generating errors. Although, the customer reported issue was not duplicated, it was observed that the bidirectional flow sensor was not recognized. Multiple components were swapped during the investigation, and the malfunction was isolated to incorrect software installed on component u127. Once the correct software was installed, the unit passed all tests and calibrations and it was operating within the manufacturing specifications.

Event description:
Covidien received information stating that during patient use of the ht70 plus ventilator, while resuscitating the patient, the doctor found that the patient's chest didn't rise. "Low pressure," "low tv," "low base," "disconnect circuit" alarms were generated. The patient was manually ventilated and transferred to another unit. The device was removed from the patient and connected to a test lung. It was found that there was insufficient gas supply. The actual volume was displayed as 5 cm/h20 although the setting was simv. It seemed not to have the forced ventilation. There was no abnormal noise observed. No additional patient information was available at the time of the report.

Manufacturer narrative:
(B)(4).